Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm during priming. The customer's blood glucose was 210mg/dl at the time of the incident. The customer reported that she was getting a no delivery message on husbands pump. The customer¿s doctor had checked the settings and was still getting the message. The battery was out had wife insert new battery and there was no response. The customer took pump off on thursday has not been wormed since then. The customer had been using the injection pen. The customer has not tried all remedies. The only one he has not tried was a different type of set but customer was getting a no delivery while trying to prime pump as well while on the line and has not been using pump since thursday. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test, and occlusion test. No excessive no delivery alarms noted. Insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.